Manufacturer narrative:
The fse noted dried wash buffer on the lower part of the piston, indicating a poor seal between the piston and seal. The fse rebuilt reagent pump 1, replacing the pump piston and seal kit, to resolve the issue with afp qc failures. (B)(4).

Event description:
The customer reported quality control (qc) results were low and failing for alpha-fetoprotein (afp) on pipettor 1 of a unicel dxi 600 access immunoassay system. The customer stopped processing patient samples on the instrument. The customer did not report any concerns with delay of sample processing and noted there were no erroneous patient results generated in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the site and identified a malfunction of the pump piston and seal, associated with reagent pipettor 1.